Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay custom system). The relay custom system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
Due to the complex anatomy the device must be repositioned in the straight portion of the aorta. After this a new placement was made and in position 2 it was impossible to pull back the inner sheath. To avoid harming the patient device was withdrawal from the patient without damaging the entry vessels. Patient condition is excellent.